Event description:
As reported, the autopulse platform (sn (B)(6) would not retract the lifeband when adjusting the size. In addition, the enclosure was noted cracked where the lifeband cover plate is placed. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) would not retract the lifeband was not confirmed in the archive data or during functional testing. No device malfunction was identified during testing at zoll, and the autopulse platform performed as expected. The customer's additional reported complaint that the enclosure was noted cracked at the bottom of the autopulse platform was confirmed during visual inspection. The bottom enclosure was observed to be cracked, most likely due to user mishandling. The bottom enclosure needs to be replaced to address the issue. The archive data review showed no significant discrepancies. The autopulse platform successfully passed the initial functional test without any faults or errors, and the customer's reported complaint could not be replicated. Waiting for customer approval for repair.